Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the hcp did not feel comfortable implanting the lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an event with no patient involvement. It was reported that a healthcare provider (hcp) was going to implant a dbs lead, and noticed the tip was bent. The hcp rejected the lead and a different one was used for implant. There was no out of box failure alleged. No complications or further complications were reported.

Manufacturer narrative:
Analysis of the lead confirmed that the distal end of the lead was bent. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.